Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer to evaluate the devices in question.the rse confirmed with the customer the speaker sound was a slightly distorted. The rse provided the customer a quote for a replacement mainboard and speaker cable to resolve the issue. Based on the information available, the cause of the reported problem was confirmed to be the speaker cable and mainboard. The issue was confirmed to be the speaker cable and mainboard. The device will be sent to hospital for repair once the quote has been approved by the customer. If further information is obtained this complaint will be reopened.

Event description:
Philips received a complaint on the efficia cm120 sn (B)(6) indicating the unit displayed an error message in the loudspeaker. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.